Event description:
Associated medwatch-reports: 9610612-2021-00139 (400502625 + kb332ts), 9610612-2021-00128 (400502624 + kf142t).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Code d2 (product code): ktt was chosen.

Event description:
It was reported that there was an issue with kf142t -targon pft nail 10x300mm 125°left. According to the complaint description, the patient is a female who underwent targon pft long surgery. Revision is scheduled for (B)(6) 2021. The long nail and the side stop screw was broken have been reported. The details are as follows: the side stop screw seems to have broken in (B)(6) 2020. At that time, the broken screw was removed and the patient was advised to take a secondary procedure. However, the patient wanted to be preserved rather than operated. After that, bone union was not done, and it became a nonunion and the nail broke the other day. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00139 (400502625 + kb332ts), 9610612-2021-00128 (400502624 + kf142t).